Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810. Baxter's review of the device event history determined that the reported condition was failure code 810:04, which interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a pump failure as failure code 810:04. The root cause was determined to be an out of calibration air in line printed circuit board. The baxter repair technician recalibrated and verified the air in line printed circuit board. Review of the device event history determined that the failure code 810:04 occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.